Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: during a surgical procedure involving dissecting and retracting tissue, the teflon pad of harmonic ace instrument was not completely detached but remained loosely attached to the instrument. The instrument was inspected prior to use, with no visible damage or abnormalities noted at that time. The surgeon did not observe any functionality issues during the procedure, and the instrument did not collide with other instruments or hard materials. The suspected cause of the instrument breakage was attributed by the surgeon to the overall quality of this particular batch of products. No photographs or video recordings of the device or procedure are available for further review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the tip of the pad. The missing material was not returned with the instrument. The root cause is attributed to use conditions. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.